Manufacturer narrative:
Two sensors were inspected and performed bicarbonate buffer tests. One out of the two sensors failed for high readings. One remaining sensor passed per spec with accurate readings. Both sensor cannulas were found to have the tip peeled back outside the sensor canal. It was unable to be confirmed that customer received in said condition because the customer returned the sensors opened and used.

Event description:
The customer reported via phone call that their sensors were not working properly. The customer states the sensor never gave them any error alerts. The customer's blood glucose level was 113mg/dl. Troubleshoot was conducted, and the customer declined any sensor insertion assistance at this time. The device is being returned for analysis and replaced.